Event description:
Physician used the starclose vascular closure system device as instructed, but was unable to withdraw the device from the patient. Sales rep in the room called the technical help line for assistance to no avail. The firing of the emergency release button on the device was performed. A call was placed by the sales rep. Called the technical help line for support with no avail. A skin and soft tissue incision was used to cut down on the device, and it was found to be secured above the artery by soft tissue. It was removed without difficulty. Wound was closed with 3-0 vicryl and staples, and manual and c-clamp compression was applied for 45 minutes. At the termination of the procedure, the patient had warm, pink feet with excellent posterior tibial and dorsalis pedis pulses bilaterally. He was taken to the recovery room in stable condition.